Event description:
The facility's technician reported an infusion pump with an 807:05 failure code. The technician stated they have no record of any patient incident involving the pump since the last baxter service event. Device failure occurred during biomed testing. No details were given regarding the problem or the testing being performed. Additional contact information was requested, but not provided.